Event description:
Additional information received: it is unknown whether the reported mi was related to the target vessel.

Event description:
A 3.5mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the mid cx of a pt (MFR rep # 2953200-2010-02229). During procedure the pt also rec'd a 3.0 x 24 mm endeavor sprint rx to target lesion (MDR 2953200-2010-02230) with no issue reported. However, it was reported that the pt experienced an mi one day post stent implant. Prolonged hospitalization was required. The pt is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: (mi).